Event description:
According to the report, a (B)(6) female underwent a CABG+tmr procedure on (B)(6) 2014 with a total of 17 channels placed. The patient experienced atrial fibrillation the same day.

Manufacturer narrative:
According to the report, a (B)(6) female underwent a CABG+tmr procedure on (B)(6) 2014 with a total of 17 channels placed. The patient experienced atrial fibrillation the same day. A review of manufacturing and inspection records from each possible lot was performed and all components were found to meet specification. Atrial fibrillation is a common early adverse event after coronary artery bypass graft procedures with or without adjunctive tmr. Adequate precautions and warnings are present in the product's instructions for use.

Event description:
According to the report, a (B)(6) ld female underwent a CABG+tmr procedure on (B)(6) 2014 with a total of 17 channels placed. The patient experienced atrial fibrillation the same day.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.